Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose reading of 476 mg/dl that was treated by several infusion set changes and multiple daily injections. Customer was not able to get blood glucose readings down until it was found that the serter was not working effectively. When the serter and infusion set was changed, the customer's blood glucose readings came down. The issue was resolved on 06/07/2016.